Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date is 30-nov-23. Medical event associated with this complaint case occurred on 02-apr-24 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. A follow-up report will be submitted if any additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "headache, memory lost", a seizure, and a loss of consciousness. The customer was unable to self-treat however, there was no third party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing was an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "headache, memory lost", a seizure, and a loss of consciousness. The customer was unable to self-treat however, there was no third party treatment reported. There was no report of death or permanent impairment associated with this event.